Event description:
It was reported that during a routine trach change, the cuff was not inflating despite the nurse doing pre-test checks. The trach was changed out to resolve the issue. The patient now has the old trach in situ and is waiting for a new trach to come in to do routine change. This is the fourth time this issue has happened. No adverse patient effects were reported.